Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. Upon receipt of device: fluid in pouch, white powder-like corrosion.

Event description:
It was reported that the pt experienced a decrease in the effect of treatment approx. Two weeks after each refill; the reservoir contained enough drug for 15 more days of treatment. The pump contained morphine. The pump was explanted and replaced. The pt's status improved following pump replacement.